Event description:
At approximately 11:57 am alarms starting sounding and the anesthesia machine display went blank. Anesthesia machine was ventilating but not sure if it was delivering agent. Anesthesiologists bagged or administrated anesthetic agent as needed. This went on for about 15 minutes until it was determined to be a network issue. Anesthesia machine was removed from the network and the anesthesia machine started to operate normally. Anesthesiologists were unable to document on their electronic record. Paper documentation was provided to switch over to cover this need. Calls were placed to biomed to request assistance.